Manufacturer narrative:
The involved device has not been returned to the user facility for evaluation and the production lot number and product code is not known. Therefore, a meaningful evaluation of retention samples, device history records and complaint files could not be conducted. The customer reported a similar event for the tr band device. See MDR number 118880-2016-00043 for details. There is no evidence that this event was related to a device defect or malfunction and a definitive cause of this complaint, cannot be determined. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following; "this is a compression device to assist hemostasis of the radial artery after a transradial procedure." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actural device not returned

Event description:
The user facility reported that a tr band device was used in an event. Follow up communication with the user facility confirmed the following information: a physician did an ulnar artery access on a patient with 6fr. Intervention. The patient had poor radial pulses on both wrists. The patient developed a form of compartment syndrome and was required to have surgical intervention. The patient was flown to (B)(6) hospital, (B)(6) for surgery. Bleeding was noted. The patient returned for a second surgery the next day. The procedure was successfully completed. The patient was reported as in stable condition.